Event description:
I had essure implanted in (B)(6) 2012. I gained 60 lbs within a year with no other changes. I went to the doctor in (B)(6) 2014. The doctor ran all lab tests and everything came back normal. My period became irregular and became heavier and heavier as time passed. I started having a strong pressure in my pelvic area about six months ago which has not subsided. I have a constant stomachache and headache plus cramping in my belly, legs, and toes beginning about three months ago. I now also have tingling in my fingers and legs and numbness up one side of my leg. I have ibs and incontinence which have both got increasingly worse. I have back pain in the area of the pressure in front. I have no energy. I have a brain fog. I will be having a hysterectomy on (B)(6) 2017 to remove essure.